Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hypoglycemia, with a lowest blood glucose of 43 mg/dl that slowly increased to 80 mg/dl after consuming oral carbohydrates including sugared coffee, caramel sauce, and a smoothie; troubleshooting and education were provided to monitor for rebound hyperglycemia. Symptoms included shakiness during the low, with subsequent improvement. Outcomes included no emergency treatment and no hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, and the event was consistent with hypoglycemia of unclear cause with potential overtreatment considerations. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.